Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: unknown, explanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, lot# 0216554858, serial# n/a, implanted: unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd:unknown , UDI#: asku; product ID: 8596sc, serial/lot #: (B)(4), ubd: 28-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 10.0 mg/ml at 5.792 mg/day, baclofen 100.0 mcg/ml at 57.92 mcg/day, and ropivacaine 6.0 mg/ml at 3.4750 mg/day with simple continuous dosing via an implantable pump for an unknown indication for use. It was reported that the patient experienced an infection and that the catheter and pump were explanted due to that infection. The pain physician had concerns that the catheter was not working. There was a suspected catheter occlusion, but it was unconfirmed. It was reported that at a refill the expected residual volume was 5.7 ml and the actual residual volume was 37.5 ml. There were no issues with the pump, the logs were read and there were no alarms. There were no reported environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting/interventions/actions were to be advised. The issue was not resolved at the time of the report. Surgical intervention occurred on (B)(6) 2019 and it was noted that the catheter was explanted in pieces. The patient status at the time of the event was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump identified a crease on the internal pump tube. Analysis of the 8709 catheter segment found a user related hole in the catheter body. Analysis of the 8596 sc catheter segment identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Eval code-conclusion: code applies to the pump and the 8596sc catheter segment; code applies to the 8709 catheter segment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, lot# n/a, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, lot# 0216554858, serial# n/a, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient was admitted on (B)(6) 2019.